Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced post-op complication of necrosis and treated with medication. Medical affairs has assessed the patient¿s postoperative course as being serious and likely related to the study device. Review of the device history records confirmed the device was manufactured to specification. This MDR is submitted to represent ae of necrosis. An additional MDR was submitted to report other ae of seroma. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.

Event description:
Per clinical trial (B)(6) : on (B)(6) 2018 patient underwent bilateral breast reduction; superior pedicle using a wise pattern - superior pedicle incision. 2 pieces of galaflex were used. On (B)(6) 2018 bilateral nipple necrosis was reported. Patient received medication (nitro-bid). Resolved without sequelae on (B)(6) 2018. Review by medical affairs identifies the reported bilateral nipple necrosis is likely related to the device and serious.